Manufacturer narrative:
Findings: visual evaluation confirmed that ball tip of dissecting tool was broken off at the narrowest portion of the tool stem. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.". There have been no reports of tool breakage for other tools form this production lot.

Event description:
Ball tip came off during case. On follow up, it was reported that the ball tip of the dissecting tool detached while dissecting bone at the patient wound site. The ball tip of the dissecting tool entered the patient wound site, and was retrieved. There was no adverse effect on the patient.